Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the tether from the heartstring seal cut through the aorta tissue causing a tear. The surgeon used a gortex patch to repair the tearing and completed the case without further issues. The pt is described as having a thin, friable and heavily calcified aorta. No other pt complications were reported.